Event description:
A blood bank technician reported that the ortho provue analyzer interpreted negative results as positive.

Manufacturer narrative:
A blood bank technician reported that the ortho provue analyzer interpreted negative results as positive. The customer reported that the analyzer posted condition codes, preventing erroneous results from being reported. False positive results during antibody screen testing do not constitute a potential health and safety hazard. An ocd field engineer arrived on site and performed the appropriate repairs to return the analyzer to expected operation. Erroneous results were not reported as a result of this incident. However, false positive results occurred independent of test method. If an incident of this nature were to recur undetected, it could lead to erroneous results and possible transfusion of incompatible blood. Instrument malfunction could not be ruled out as a contributing factor.